Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by the facility technician. After a machine inspection, it was noted that the disinfection valve membrane was eroded. The point of leakage was outside the critical hydraulic circuit. The external leak of fluid occurred at a component where the leak does not have the potential to harm the patient. This is therefore not likely to cause or contribute to a a death or a serious injury. After the replacement of the valve membrane, the machine was returned to clinical use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection of an ak 96 machine, an external fluid leak was observed (prior to use). There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.